Manufacturer narrative:
(B)(4). Should any additional information be received by the customer then an additional report will be submitted. (B)(4). The customer reported that he was able to troubleshoot and resolve the reported issue onsite. No parts were replaced so nothing will be returned to the manufacturer and the device is not available for evaluation. The customer reported that after replacing the patient circuit (non-carefusion device, manufacturer unknown), the issue was resolved.

Event description:
The customer reported during operation in the neonatal mode on a test lung, the avea ventilator autocycles intermittently. The customer that there was no patient involvement.